Manufacturer narrative:
Vyaire medical field service representative (fsr) arrived onsite for inspection. It was seen on logs that ventilation started around 5:40 pm (vents time) on 4/2. Appx 5:57 doctor was performing an echo and stated the ventilator stopped ventilating without any present alarms. Staff proceeded to bag patient. Vent went into either standby mode or turned off. Multiple physicians and nurses but no rt's on site at time of incident. When the rt arrived the ventilator was unplugged and turned off. There is no evidence for a technical problem of the ventilator visible in the log files. Therefore, vyaire medical determined the root cause due to user fault. No update received from the customer after follow up attempt.

Event description:
The customer reported bellavista1000e us that while a patient was undergoing cardiac echo, physician stated that the ventilator stopped providing ventilation and did not alarm and turned off. Furthermore, the physician provided manual ventilation to patient, however, no information for patient harm associated with the event.